Event description:
It was reported that during the procedure in the heavily tortuous right coronary artery, the 2.75 x 38 mm xience prime was advanced to the target lesion, but was unable to cross. The device was pulled back to remove, and a dissection occurred. The xience prime was removed from the patient anatomy. A 2.0 x 15 mini trek dilatation catheter was advanced and the balloon inflated. A new 2.75 x 38 mm xience prime, a 3.0 x 38 mm xience prime and a 3.5 x 18 mm non-abbott drug eluting stent were deployed to treat the target lesion and treat the dissection. The dissection was fully covered and there were no adverse patient sequelae. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The xience prime stent delivery system (sds) was not returned for analysis which may have aided in the investigation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily tortuous which likely contributed to the reported failure to advance. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all sds are 100% checked for damage and crimped stent profile. The reported dissection is a known adverse event listed in the xience prime instructions for use. The additional non-surgical treatment appears to be a secondary effect as several other stents were required to treat the dissection. A conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined. A search of the lot history record indicated no nonconforming material records for the lot related to the incident. Additionally, a query of the complaint handling database indicated no other incidents. There is no indication of a product quality deficiency.